Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer is stating that the hole where the legs pivot on is worn out, like in an egg shape. Dealer is stating that the lift is used in a nursing home, the facility complaint was that the legs are loose and not locking in place.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that heavy usage of the spreader/camlock assembly wears the slots in the legs as well as holes in the base plates creating slop in the base, which confirmed the original complaint issue.

Event description:
Dealer is stating that the hole where the legs pivot on is worn out, like in an egg shape. Dealer is stating that the lift is used in a nursing home, the facility complaint was that the legs are loose and not locking in place. Dealer states this is in a facility but it is used for a single patient and the base assembly where the cam lock sits is worn and elongated so that the legs will no longer hold open or closed.